Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. However, the unit passed basic occlusion, prime and displacement tests. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 118 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was not able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.